Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient under went a device check and no issues were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase in thresholds and the right atrial (ra) lead exhibited intermittent undersensing. The leads remains in use. No patient complications have been reported as a result of this event.